Event description:
Our security officer was conducting fire watch patrol in the facility when he observed smoke coming from a battery charging unit that was plugged in at the nurse's station. The officer activated the fire alarm pull at the station. Staff at the nurse's station unplugged the charger and then announced code red. I responded to the scene along with additional personnel. Valet cleared the front circle of vehicles and an officer was posted at the front circle awaiting the arrival of the fire department. At approximately 1028 two fire personnel arrived on the scene. The firefighters reported that they had come in through the MRI entrance. At the same time additional fire department units arrived at the main entrance and were escorted to the scene of the fire. The faulty charging unit was removed by facilities and the area was checked by the fire department. The alarm was reset. At 1032 staff announced code red all clear.